Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on ( (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. The patient experienced dizziness and diaphoresis. The patient passed out and hit the floor resulting in a bruise on his face and tooth pain. The spouse called an ambulance. The cgm was reading 77 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated with glucose tablet and recovered after treatment. There was no documentation of further medical evaluation or intervention for hypoglycemia with syncope. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia. Health effect clinical code - sensitivity of tooth.